Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient states that they experienced a severe reaction while using the device and required intensive hospital treatment. The patient also states that since the initial reaction, their eyes continue to feel "strange" and they experience a headache after lens use. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.